Event description:
According to the reporter: bag was not sealed on either side of rim. It was not reported if the problem was observed in the pt cavity or not. No further pt details or product issue was reported.

Manufacturer narrative:
(B) (4). (B) (4).